Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a compete lead was returned in one piece. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow-up. During threshold testing, it was noted that the pacemaker, right atrial (ra) and right ventricular (rv) leads exhibited loss of capture. Programming changes was made; the leads will continue to be monitored. The patient was in stable condition.

Event description:
New information received notes that the pacemaker, right ventricle (rv) and atrial lead (ra) was explanted and replaced with implantable cardioverter-defibrillator system. During procedure, physician noted insulation damage on the ra lead. The whole system was explanted and replaced successfully. The patient was in stable condition.